Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to "loosening/lysis" of the implanted ascend stem or humeral head component. No further complications have been reported in relation to this event.